Event description:
It was reported that when the catheter was flushed with saline, blood flowed from the exit site. Air was aspirated from venous lumen. The pt went to surgery for catheter removal and replacement.